Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further treatment details will be provided. Legislation has prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If legislation allows for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced potential device failure. The recipient was a non user of the device. The recipient's device was reportedly explanted. The recipient was not reimplanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.